Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device's sealing vessel did work properly, after end tone alarm occurred. There was no regrasp alert and no energy delivery.